Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the surgeon was inserting a trochanteric fixation nail (tfn) on (B)(6) 2020. During the procedure, the blue screwdriver would engage in the pin wrench to engage the distal lock but would not engage the internal locking mechanism inside the nail. The surgeon stated it felt like the screwdriver was in the locking mechanism but was spinning. A second tfn set was pulled and the second screwdriver worked fine. Procedure was completed successfully with a ten (10) minute delay. There were no patient consequences. Concomitant devices: tfn nails (part: unknown, lot: unknown, quantity: 1). This report is for a 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Event description:
Corrected event description: device report from canada reports an event as follows: it was reported that the surgeon was inserting a trochanteric fixation nail (tfn) on an unknown date on month ago and during the procedure 5.0mm flexible hexagonal screwdriver broke. No further information provided. This report captures the wooden screwdriver that was broken a month ago, while related complaint (B)(4). Captures the blue hex flexible screwdriver which had problem with the locking mechanism intraoperatively. Concomitant devices: tfn nail (part: unknown, lot: unknown, quantity: 1) this report is for one (1) 5.0mm flexible hexagonal screwdriver this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data: b5: corrected event description d1: corrected brand name d2: corrected common device name and product code d4: corrected catalog number, UDI number g1: corrected physical manufacturer h6: corrected device problem code device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.